Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A section measuring approximately 0.036" x 0.129" was not returned with the accessory. The complaint regarding that the white gasket at the head of the instrument was broken was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument teflon pad was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke intraoperatively. There was no fragment fall into the patient.

Manufacturer narrative:
Refer to annex b for an additional code.

Event description:
Refer to h11 for follow-up information.